Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that two segments were returned. The helix was retracted and there were dried blood and tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 206 millimeters (mm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high capture threshold were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements. This ra lead was explanted, replaced and will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements. This ra lead was explanted, replaced and will not be returned. No additional adverse patient effects were reported.